Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle eclipse 23x1 rb safety mechanism broke. The following information was provided by the initial reporter: it was reported by the medical professional, the safety popped off the needle ad fell to the ground. Reported issue per customer: product complaint ¿ faulty safety cap. The safety cap was bumped off the needle just after administering an injection. An ma was administering a vaccination to a young child. The child was unhappy after the needle stick and swung his arm bumping the syringe. The safety cap popped off the needle and fell to the ground. The cap came off far too easily. No caregivers or patients were harmed. The needle was disposed of in a sharps container and was not retained.